Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions that if anchor fracture or embolism is suspected, the device should be examined to determine if the anchor has been withdrawn. If bleeding occurs, apply manual or mechanical pressure to the puncture site per standard procedures. If the anchor is not attached to the device, monitor the patient (for at least 24 hours) for signs of vascular occlusion. Should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported that an angio-seal vip selected for use. Post procedure, when the patient's distal pulses were measured, it was discovered that bloodflow was occluded. Reportedly, the suture of the angio-seal broke, and moved down the artery to the area around the patient's knee. The physician delivered a bare metal stent to the area, and bloodflow was restored. The patient was reported to be in stable condition.